Event description:
It was reported that the patient experienced hyperglycemia following an infusion site change, sought emergency care overnight, was not admitted, and was discharged after restarting multiple daily injections; no alerts or alarms were reported and the device component implicated could not be identified. Symptoms included a high blood glucose episode of unclear etiology. Outcomes included insufficient information regarding lasting impact beyond the acute event. Investigation included communication with the patient and caregiver and analysis of information provided by the user and third party. Investigation of this case revealed no findings available and no specific device malfunction or component issue could be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.